Manufacturer narrative:
Per the user facility, the user stated everything was working correctly and the issue was resolved. D4: the UDI and related information is not provided as the serial number is unknown at this time. H4: the manufacture date is not provided as the serial number is unknown at this time. Since the issue was resolved, the user did not provide any further information and requested that the complaint be closed.

Event description:
It was reported that there was a level disconnect message. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.